Event description:
When the user applied force to the applier after the clip was loaded on the applier, the clip popped out from the applier. They totally tried 3 clips in the same cart and 2 clips popped out from the applier.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73g2000317 was manufactured on 07/14/2020 a total of (B)(4) pieces. Lot was released on 07/23/2020. DHR investigation did not show issues related to complaint. The customer returned three representative samples and one cartridge with three clips remaining of 544240 hemolok l clips 6/cart 84/box for investigation. The returned samples were visually examined with and without magnification. Slight scrape marks were observed on the returned cartridge. No other defects or anomalies were observed. Signs of use in the form of biological material were observed on the returned cartridge. Functional inspection was performed on the returned clips. A lab inventory clip applier was used. All clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing without falling from the applier or detaching. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned samples. The reported complaint of "loaded clip is insecurely seated" was not confirmed based upon the samples received. Upon functional inspection, all clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages, defects, or anomalies were observed to any of the returned clips. Because no functional issues were found with the returned clips, the reported issue could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
When the user applied force to the applier after the clip was loaded on the applier, the clip popped out from the applier. They totally tried 3 clips in the same cart and 2 clips popped out from the applier.